Event description:
The patient received her scs system including a surgical lead for pain in her left leg on (B)(6) 2010. An x-ray taken after the procedure confirmed the lead was anchored in the desired position; however, because the patient was under general anesthesia, no intraoperative programming was performed. It was reported that post-operatively, the patient was only receiving stimulation in her right leg. A second x-ray was taken which verified the lead had possibly migrated from the original implant position. A few days later, the physician surgically repositioned and anchored the lead. Post-operative programming was performed and the patient confirmed she was receiving stimulation in her left leg. It was reported that a few days later, the patient was again receiving stimulation in her right leg only. The physician took x-rays which confirmed proper position of the lead. Reprogramming was done to attempt to regain coverage in the patient's left leg. Follow up on the patient found that she is still not receiving coverage in the desired left leg area. The patient will be returning to the physician's office for future reprogramming appointments. No further information is available at this time. No devices were explanted and none were returned to the manufacturer for evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.